Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and two limb extensions on (B)(6) 2012. On follow up the patient developed a type 1a endoleak due to an over dilation of the aortic neck. On (B)(6) 2016 the physician elected to implant a suprarenal aortic extension to seal the endoleak. The patient is stable.